Manufacturer narrative:
(B)(4).

Event description:
It was reported while in the patient was in the clinic, auto mode switching episodes were noted due to far r-wave oversensing. The patient was asymptomatic and no other anomalies were reported. The recommended programming change was made and the patient will be followed normally.